Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The user implemented an endoscopic retrograde cholangiopancreatography for replacing the subject device which was placed at the bile duct in the previous procedure with another stent due to elevated bilirubin level. In the procedure, the user found the subject device was migrated in the bile duct with contrast imaging and could not remove the subject device from the bile duct. The user placed another stent without removing the subject device and completed the intended procedure. It was reported the flap of proximal side could not be confirmed and there was a possibility that the flap broke.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that the reported event was attributed to the state of the patient. The above device handling has warned in the instruction manual as follows. After placing a stent, periodically check the conditions of the stent and its implantation. Depending on the condition or internal environment of the patient body, material deterioration of the placed stent over time can result in another detachment of side flap(s). That possibility is increasing the longer the stent is placed in the duct. The frequency rate for the stent dislocation is reported a 3.3% to 13.3%. Immediately remove the stent if dislocation is detected.